Manufacturer narrative:
Sections with additional information as of 29-dec-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 21-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer feels well and did not report any symptoms. Customer stated that one week ago she went to urgent care since her blood glucose level was elevated - 250 mg/dl, did not indicate whether fasting or non fasting. She was having nausea, dizziness and a headache; she did not know if this was related to her diabetes. Customer's blood glucose test result at urgent care done within an hour from when she took her blood test at home was 109 mg/dl (did not know if fasting or non-fasting). Urgent care had thought it was something to do with her stomach and gave her medication for her stomach. The customer¿s expected blood glucose test result range was not provided. During the call, a back to back blood test was not performed by the customer. The customer no longer had any test strips she was using at the time and had discarded the vial. The meter memory was not reviewed for previous test result history.